Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head lens came off. The event occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air leakage, main body imaging section flooded, camera cable flooded and image failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air leakage occurred because watertightness could not be maintained due to lens detachment. Malfunction of main body imaging section and camera cable caused the situation that normal signal transmission became impossible, and it is presumed that image failure occurred. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.